Event description:
It was reported that upon interrogation the pulse generator exhibited a telemetry anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).